Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2019. They have not yet undergone revision, but claim to have suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to significant pain and discomfort, tightness, popping, and snapping of the knee, mobility impairment, and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multi-district litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multi-district litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multi-district litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
D4: corrected d10 concomitant devices (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. H6: corrected manufacturer narrative: the reason for the reported prosthesis wear cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.